Event description:
It was reported that a company employee was having difficulty getting his wand to interrogate. He would receive "failed communication" error messages. The device was returned to the manufacturer for analysis and it was found that the error originated in the serial data cable that had an intermittent conductor. The cable was replaced with a known good serial data cable and all the communciation errors cleared. The wand was operating within the limits of the final electrical test requirements.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.